Manufacturer narrative:
Device evaluation- the device was given functional testing. During testing the device gave intermittent alarms. The cause of the issue was determined to be a problem with the float switch inside the fluid reservoir. The cause of the component issue was not established.

Event description:
It was reported that the device gave a false "low water" alarm. No adverse effects to patient reported.